Event description:
It was reported to boston scientific corporation that a lynx system was used during a lynx sling procedure performed on (B) (6) 2008. According to the complainant, in (B) (6) 2010, the patient presented with erosion. The sling was noted to be coming through the vaginal wall. The patient underwent surgery on (B) (6) 2010 to have the part of the sling that eroded into the vagina removed and the tissue repaired. The patient reported on (B) (6) 2010 that she is "having even more problems". Follow up with the complainant is ongoing.

Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported that the patient is experiencing continuous pelvic pain.